Manufacturer narrative:
The customer returned two mle-24-012 cutting loops for an evaluation. A visual inspection of the received condition was performed on the device; the cutting loop was deformed and pushed in. In addition, a break at the distal loop by the right resector post was noted. No parts of the distal end loop is suspected to be missing. The device was inspected under a microscope; foreign material observed on the distal end, consistent that the device was used. The root cause to the reported complaint is due to mishandling by the customer. The mle-24-012 instruction manual states ¿insufficient generator output time or generator output level may not provide the operator with the desired level of cutting and coagulation performance.¿

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. A visual and microscopic inspection was performed on the received device and found foreign material observed on the distal end, consistent that the device was used. The cutting loop was deformed and pushed in with a break noted at the distal loop by the right resector post. No parts of the distal end loop is suspected to be missing. Based on the information in this complaint and the device evaluation the root cause of the broken loop wire can be attributed to user error and mishandling.

Event description:
The service center was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the wires of two electrodes broke while inside the patient. It is unknown if any portion of the broken loop fell into the patient. The user facility reported that there was there was also an issue with the competitor¿s balloon inflating and the anchoring of the foley catheter that caused a piece of metal to be misplaced. A second loop was used and again the wire broke. It was noted that the loop wire came into contact with a hard or metal object. There was no resistance noted when inserting the loop. There was no smoke, sparking, or flames noted at the connection block. The generator settings were coag 50-100, cut 50-300. The surgeon removed more tissue and a second foley catheter was placed; however, the metal piece was not located. No other equipment was replaced during the procedure. The intended procedure was completed. It is unknown if a patient injury occurred. Additionally, the user facility reported that the electrode cord was inspected for damage or irregularities prior to use. This is 1 of 2 reports.